Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 471 mg/dl at the time of the incident. Patient's current bg: 598 mg/dl. Customer reported that she is experiencing a high blood sugar, and even with performing boluses, the blood glucose is continuing to rise. Customer reports they feel okay to troubleshot. Customer reports they have a back-up plan available. Customer treated for high blood glucose with bolus with the insulin pump. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Customer is able to perform high pressure test at this time. Assisted with performing the high pressure test and was passed. The pump will not be returned for analysis.